Event description:
Nellcor received a report that a pt experienced 4 occurences of leaks in the pilot balloon on the msct custom tracheostomy tubes over a period of one month. There was no pt harm reported.